Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on an unknown date and an unknown mesh was implanted. It was reported that the patient experienced unspecified complications. No additional information has been provided.

Manufacturer narrative:
It was reported that the patient runderwent a gynecological procedure on (B)(6) 2010 aand tvt-o was implanted. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary retention and urethral stricture. It was reported that the patient underwent bilateral removal of obturator mesh due to incontinence on (B)(6) 2016 by (B)(6), md.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.